Event description:
Additional information received that diagnostic imaging was performed and revealed insulation damage to the ra lead.

Manufacturer narrative:
Additional information: d10, h3, and h6. A complete lead was returned for analysis. X-ray examination found the inner coil at the connector region and helix assembly were normal. Procedural damage was observed on the outer coil. Destructive analysis was performed and an abrasion of the inner insulation due to external forces was observed. The reported event of noise was confirmed; however, the reported event of insulation break was not confirmed. Visual inspection of the lead did not find any insulation break that could be confirmed with diagnostic imaging.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, oversensing due to noise was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.